Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an endovascular procedure for the treatment of a 42mm abdominal aortic aneurysm. The proximal neck diameter was noted as 19.4x18.6mm - 20.6mmx18.7mm and 18.8mm in length. Significant angulation was noted. It was reported approximately 3 years post the index procedure follow-up CT identified a type ia endoleak.  As per the physician the cause of the type ia endoleak cannot be determined. No additional clinical sequelae was provided and the patient will be monitored.